Event description:
The surgeon performed a patellofemoral partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Bone resection was reported to have been 3-5mm off from the implant plan. The surgeon determined the proper course of action was to use the manual instrumentation to complete the case, and a successful outcome was reported.

Manufacturer narrative:
As part of normal complaint f/u, an eval has been initiated by mako surgical. Preliminary results do not indicate a malfunction of the rio. The investigation is ongoing, and a conclusive result will be provided when it becomes available.